Event description:
It was reported to philips that the system had a problem with angulation movements. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer was performing a coronary procedure, which was completed successfully following a system restart. The philips field service engineer (fse) inspected the system onsite and found the system had an angulation geometry movement problem. Analysis of the log file showed a motor assembly error. Upon troubleshooting, to resolve the issue, the fse replaced the amc triple servo drive in the l-arm. However, the original unit was later reinstalled. Movement calibrations were performed. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for the continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur; therefore, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.